Event description:
Clinical study: it was reported that 270 days after a coronary artery drug eluting stenting procedure the pt expired. The lesion being treated in the index procedure was a 2.5mm, 80% stenosed portion of the distal left anterior descending (dist lad) artery. The physician treated the lesion with direct stent placement of a taxus express2 8.8% 2.50x12mm drug eluting stent in the target lesion. There were no complications. The pt was discharged the next day on plavix and aspirin. 270 days after the initial procedure the pt expired. The patients family states the pt has a strep infection from placement of a quinton catheter. There was no autopsy. In the opinion of the physician the pts death was not related to the taxus stent.